Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a1, a2 and a4 as the customer identifier, age and weight were not provided. The customer did not provide the serial # of the contour next one meter associated with the event. Therefore, the serial # was not captured in section d4 and the device manufacture date (h4) could not be determined.

Event description:
The customer reported that she purchased a contour next one meter in the us and the meter was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.